Event description:
Adverse event(s): "no impact of surgery" (no consequences or impact to pt). Product problem(s): "unable to perform energy check" (calibration issue); "primary energy too low" (output energy incorrect). A technician reports energy level was too low causing energy check to fail. There was no impact from the surgery and no loss of surgery day. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).